Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2015. According to the complainant, during the procedure, a stone approximately 2cm was captured inside the lithotripter basket. An attempt to crush the stone was made; however, the stone was unable to be crushed because "the stone was too hard to break". An alliance ii handle was then used in conjunction with the trapezoid basket; in an effort to release the tip, however, the pullwire broke prior to releasing the tip. The physician shook the catheter until the stone was dislodged and successfully removed the device from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".